Event description:
Performed a radio frequency-lesioning in the medical branch of the dorsal root rami on a patient at the l2-3 level. The following day the patient complained of a burning sensation at the level of the needle entry. When the doctor brought the patient back in, it was obvious the patient had a second degree burn present at the site of entry.